Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a revision procedure (MFR.no.3006630150-2019-00209), the patients ipg had a communication difficulty with the remote control. The physician believed that the excessive use of electrocautery from the recent procedure compromised the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4)).